Event description:
As a demo of the laser equipment was being performed by the laser sales rep during a tumor ablation, the surgeon noticed sparks on the monitor and withdrew the bronchoscope from the pt. The bronchoscope, inside the pt's endo tracheal tube, allegedly caught fire during the procedure causing minor blanching of the lower distal part of the pt's trachea. The surgeon reported that the pt remained on a respirator for two days but the surgeon stated that he is unsure if the need for the respirator was due to the tumor ablation or the minor blanching that resulted from the alleged fire. According to the surgeon, the endo tracheal tube did not catch fire.